Event description:
I have been a type I diabetic since 2004. On (B)(6) 2015, while I had (B)(6) insurance, I purchased a new blood glucose meter, the one touch by lifescan. This was the only brand whose meter and test strips were affordable through (B)(6) at the time, so I purchased it at (B)(6). I used the meter approx 2x/day for 3 weeks. Then in the middle of the night on (B)(6) 2016, I felt that my blood sugar might be high. I got up to check. It was then that I discovered that the meter wouldn't read the strips. I tried two strips and the meter wouldn't advance to the next screen prompt. I've used several other brands since 2004 and never had a meter problem, only occasionally with test strips, but they were always replaced by the next day. As soon as I opened the one touch, I could tell that it was cheaply made. The case was lightweight material, and instead of a normal handy owner's manual, it had a huge, foldout piece of paper with instructions. At any rate I called the 24hr (B)(6) where I had purchased the meter and told the night pharmacist my dilemma. He would not exchange the defective meter or he could lose his job because his pharmacy manager had told him they had a hard time getting them replaced by the manufacturer. It was up to me to call lifescan directly. Unlike other manufacturers, lifescan does not have a 24 hour call center, so I was out of luck. He said my only options were to go to the emergency room or purchase a new (B)(6) meter and strips. Fortunately, I had a credit card to buy the new (B)(6) brand. Lifescan will send me a replacement to arrive within 5 days of (B)(6) 2013. Five days?! A diabetic's life is at risk if he doesn't test for five days. What about poor people who do not have the money to purchase a second meter? Manufacturers should be forced to authorize pharmacies to replace a defective meter and then immediately send them a new one, rather than jeopardizing the health of a patient for days. The whole system is ridiculous.